Manufacturer narrative:
(B)(4). The device was received. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The returned sample was evaluated. During visual inspection, leak testing, clear passage testing and clamp function testing, no issues were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a leak originating from the twist clamp of the transfer set while performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.